Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that a few months after the surgery, the plate broke. The patient underwent a revision surgery.